Manufacturer narrative:
A review of the device history record (DHR) for the two mmsi final tightener ¿ x25 drivers could not be performed as no lot numbers were provided. Devices were discarded and not returned to the chu from which the lot numbers could be taken directly from the product sample. As a result, without the lot numbers, a review of the manufacturing records cannot be performed. No emerging trends were found requiring further actions. Without the return of the device in question we are unable to confirm the reported issue or identify the root cause. If the device is returned at a later date, the complaint will be reopened and the sample will be evaluated. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The screw driver tips have stripped during tightening.